Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. An external abrasion was noted which breached the insulation at 50.5 cm to 50.9 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found contributed to the reported noise.

Event description:
It was reported that the patient presented to the clinic and the right atrial lead exhibited noise which could be reproduced with pocket manipulation. On (B)(6) 2017 the lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.